Manufacturer narrative:
(B)(4). The failure mode (broken connector) was confirmed on the received sample. The confirmed issue has been previously investigated under a corrective and preventive action. Information has been added to the database for trending purposes.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The device in this report is pre-amendment product; (B)(4).

Event description:
The top of the connector on the endotracheal tube broke off during patient use. The patient was extubated and then reintubated.